Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a saline leak through a crack in the pump connecting tube. Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a saline leak through a crack in the pump connecting tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified pump malfunction that could affect the functionality of the device and was the most probable cause of the reported event; however product analysis was unable to confirm the reported fluid leak and hole in the tubing fluid leak and a hole in the tubing. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under the microscope it was observed that the kink resistant tubing (krt) was fatigued and worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Cylinder 1 had a hole in the outer tube that was the result of a sharp instrument damage; a small leak was present. Cylinder 2 passed all tests performed. The krt of both cylinders were worn to filament; no leaks were found. There was a leak in the krt that was the result of a sharp instrument damage; holes and tool marked were present. The reservoir adapter strain relief had a hole due sharp instrument damage. The reservoir had a wear at a fold in the reservoir shell; no leak was found in the reservoir shell. Product analysis was unable to confirm the reported event related fluid leak and hole in the tubing; however, product analysis concluded that the identified pump failed activation test was the most probable cause of the reported event. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.